Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was unable to implant. The ra lead was not used. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned in one piece for analysis. All tines were intact. Visual, x-ray and electrical examination did not find any anomalies.